Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number: 381923 and lot number: 4222720. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): 2025-02-21. Level of harm: no apparent harm - reached the patient/person. Incident details: when starting an IV with the 22ga angiocaths, the needle does not retract when the button is pressed and/or there is a delay in the retraction of the needle. Frequency of problem: multiple times.